Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly after being exposed to external defibrillation. A software download was successfully performed and the device was reprogrammed to nominal settings.